Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and the endoscope was found with attached endoscope adapter (aea) damaged or friction issue. Cable integrity (visual damage) was observed. Scope bearing friction issue and button mechanical damage were observed. Additionally, a timeout was noted. Endoscope could not be repaired and will be scrapped. The complaint regarding endoscope had error message/fault was confirmed by failure analysis. The probable root cause is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
It was reported that during procedure a da vinci-assisted surgical procedure, the 30 degree endoscope had a recoverable error, and the image flipped 180 degrees. The customer removed and reinstalled the endoscope, but the issue was not resolved. The procedure was completed as planned with no reported injury.